Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no insulin exited multiple infusion set needles during fill tubing. Customer's blood glucose was 400 mg/dl. Recommendation was made for the customer to change the infusion set.